Manufacturer narrative:
(B)(4) a2: year of birth 1957. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left orif due to a bone infection and fracture of the pilon and 6 weeks later developed a post-operative superficial infection with drainage at the lateral ankle and tibia incision. An incision & drainage was conducted with wound vac placement, and the patient was given IV antibiotics. Attempts have been made and no further information has been provided.